Event description:
It was reported that the pump battery was unresponsive. Customer began using the mobile app to interact with the pump and resumed insulin delivery. There was no adverse impact to customer's blood glucose.